Event description:
It was reported that the patient presented for a scheduled generator change. Upon interrogation, prior to the procedure it was noted that the right ventricular lead exhibited noise leading to oversensing. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.